Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye that the tubing was separated from the five-port manifold. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a manifold set had a line from the manifold junction that ¿popped out¿ (detached) which resulted in a leak. This occurred during priming of peritoneal dialysis therapy. There was no patient involvement. No additional information is available.